Manufacturer narrative:
(B)(4). The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement procedure. Subsequently, it was reported that tibial bone fractured during preparation for an oxford knee, which consequently required converting the partial knee to a total knee.